Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that e226 error occurred temporarily due to cable failure, also, it is likely that e216 error occurred due to disconnection caused by cable twist. As result of confirming contents of the instruction manual at the time of shipment of the product regarding cable damage, there are following descriptions. It is determined that they may prevent from indicated phenomenon. ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had error code e226 when powered on. The issue was found during preparation before use. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: e216 with no image due to twisted cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction reported by the customer, as well as the malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e226 error was not confirmed. The device evaluation found the device was twisted in many places and the cable under the protector was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.